Manufacturer narrative:
The product has been returned by the facility, however; no evaluation findings are available at this time. Once full product evaluation has been completed if needed a supplemental report will be filed.

Event description:
Per conversation with karl storz representative and the facility, after a septorhinoplasty procedure a "small reddish blemish" was noted post op with no awareness to a patient follow up.

Manufacturer narrative:
Per manufacturer's investigation: complaint not verified - no overheating issues were detected during testing with the equipment that was returned. The following equipment was returned for the complaint investigation: tc201us, serial number: (B)(6). Tc304us, serial number: (B)(6). Th120, serial number: (B)(6). Th120, serial number: (B)(6). The above-mentioned equipment was tested together over two days without issue. Each camera was burned-in overnight, but the system operating temperatures never came close to a point that could cause a burn. Furthermore, the equipment returned does not contact the patient, so these four items are unlikely to be the source of any potential burns. Ultimately, a condition that could cause a burn was not duplicated over 2 days of testing.